Manufacturer narrative:
This case was assessed by merz north america as non-serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the jawline is no approved indication for radiesse in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 12-aug-2025: the batch record review for radiesse(+), lot a00121030, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00121030) and no similar events were noted. This case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). Off label use of device was deleted. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were possibly related to radiesse(+). This case was assessed by merz north america as serious. The events of injection site nodule and injection site induration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site induration were deemed to meet the serious injury criteria of permanent damage, as permanent damage cannot be ruled out with certainty.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a male patient. He was injected with radiesse into the jawline (off label use of device). The patient was previously injected with radiesse, in 2023, reported as 24 months prior to the time of this report. Approximately 6 months after the radiesse injection, the patient experienced a hardened nodule on the chin area. The nodule was approximately 3 cm in diameter under his left jawline. He reported that the nodule started out small, which did not bother him, but continued to be more noticeable as he lost weight. On (B)(6) 2025, the patient was reinjected with radiesse. The outcome of the events was unknown. Follow-up information was received on 12-aug-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). Off label use of device was deleted. The patients' initials, date of birth and age were provided. He was 56 years old at the time of the event. He was injected with a total of 3 ml of radiesse (+) into the jawline, on (B)(6) 2025. Batch number was reported as a00121030 (expiry date: 06-aug-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00121030 (expiry date: 06-aug-2025). A lot of searches in the global safety database was conducted. A total of 0.8 ml was injected into left ramus, using a cannula. The patient had multiple previous injections with dysport, hyaluronic acid and sculptra injections. He also underwent treatments with intense pulsed light (reported as ipl), hollywood peels, and microneedling. It was all well tolerated without any adverse effects. The patient had no prior aesthetic treatments in the areas treated with radiesse (+). His medical history included basal cell carcinoma, mohs micrographic surgery (reported as mohs) and weight loss. The patient was allergic to penicillin. In 2025, the patient experienced the nodule. The nodule started out small and softer, but became larger and harder over time. The patient was advised to follow up with his primary care physician (reported as pcp) to ensure that there was no medical condition. No laboratory tests were performed. The provider attempted to flush the area with saline. The outcome of the events was reported as not resolved (changed from unknown). In the opinion of the reporter, the event was considered to be permanent, because at the time of this report they did not see any changes to the nodule. The provider reported that treatment was not necessary to accelerate recovery or to prevent permanent damage, and the patient was not hospitalized. The health care professional reported that they had started working with the patient only after the formation of the nodule, and it was difficult to assess whether this was a direct causation, but it was quite possible that the events were related to radiesse(+) injection. Therefore, the causality for the events was changed from reasonable possibility/suspected to possible.